Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The reported issue of a total power failure was not reproducible. The non-return valve (nrv) assembly was replaced to address the failed internal self-test. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a total power failure alarm. During the servicing procedure, the unit was found to be failing its internal self-test. There was no patient harm or serious injury reported as a result of this incident.